Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms described as "light headedness, a loss of the ability to walk", confusion, and a headache. The customer was unable to self-treat due to their symptoms and contacted the emergency services. The customer was transported to the emergency room (ER) where they were provided food and juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Applicator (B)(6) has been returned and investigated. Visual inspection performed on the returned applicator and cap and no issue was observed. Sensor cap was retained inside applicator cap. Applicator had been fired correctly. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage testing was within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms described as "light headedness, a loss of the ability to walk", confusion, and a headache. The customer was unable to self-treat due to their symptoms and contacted the emergency services. The customer was transported to the emergency room (ER) where they were provided food and juice for treatment. There was no report of death or permanent impairment associated with this event.